Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance bringing her blood glucose down. The patient's blood glucose at the time of incident was 458 mg/dl, which she treated with a bolus of 4 units and a manual insulin injection of 10 units. However, the customer's blood glucose at the time of call was 482 mg/dl. The customer stated that she had decreased her basal rate by 30 percent since she'd been walking. Troubleshooting was declined for the high blood glucose. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a replacement infusion set was shipped to the customer as a courtesy.